Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when an asymptomatic patient presented for a routine follow-up with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on multiple stored non-sustained rv oversensing (nsrvo) episodes. Programming changes were discussed. The programming changes were made. The physician is opting to explant the rv lead instead. No intervention has been done. The patient was in stable condition.